Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called in regarding sensor issues and stated that she has been in and out of the hospital. Customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose was over 600 mg/dl when admitted. She stated that in the morning, her blood glucose was 37 mg/dl. She treated with a glucagon shot, and after that she could not get her blood glucose to come down. Customer was diagnosed with diabetic ketoacidosis. She was treated with an insulin drip and fluids. Customer declined troubleshooting for high blood glucose. Customer also mentioned she went to the hospital on (B)(6) 2014 due to a pancake flour reaction. No other details were provided about that hospitalization. Nothing further reported.